Event description:
A caller reported that the insulin gauge displayed an amount different than expected on a previous day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge, and technical support advised the caller to call back for further troubleshooting if an active fill estimate issue arose.